Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The issue caused the customer's blood glucose level to exceed a safe range, shown as "high" on their device. To address the high blood glucose, the customer administered a correction bolus via the pump and resumed insulin delivery after acknowledging the alarm. There was no assistance from third parties, and the caller required additional support for these frequent problems.